Event description:
It was reported that balloon difficulty removal from the stent occurred. The target lesion was located in the mildly tortuous and moderately calcified coronary artery. After the lesion was dilated with emerge balloon catheter and wolverine cutting balloon, a 4.00 x 16mm synergy megatron drug-eluting stent was advanced and deployed successfully. However, upon removal, the balloon was stuck and was difficult to remove from the stent. The wire, balloon and guide were removed with force and intact from the patient. The procedure was completed successfully and there were no patient complications reported.